Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. High pacing thresholds were noted on the left ventricular (lv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.